Event description:
The following was reported to hamilton medical ag: summary: technical event: 233003, 233004.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective pressure sensor assembly. Correction: replaced pressure sensor assembly.

Event description:
The following was reported to hamilton medical ag: summary: technical event: 233003, 233004.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective pressure sensor assembly. Correction: replaced pressure sensor assembly. Hamilton medical ag complaint number: (B)(4). UDI related data quality updates only: field d4 was updated with full UDI information,